Manufacturer narrative:
From the picture it was observed a "kinked connector." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf mag, 7.0, lot# 01e1300091 was manufactured on 05/16/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "kinked connector" , the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the endotracheal tube connector kinked. The alleged failure was noted at the time of extubation of the patient. The customer also reports that the doctor cut the tube and put the connector back into the tube prior to intubation. No report of a patient injury or delay in treatment.